Event description:
Event of anastomotic bleeding, reported from the extend study (B)(4). The site provided the following further information: when patient was in operating room for mediastinal washout with redo sternotomy, at which time a small anastomotic bleed was noted and a stitch placed for haemostasis. Site have advised that the outcome is recovered/resolved with treatment and resolved without sequelae (resolution date on (B)(6) 2024). The patient continues in the study. Note: other complaints have been raised for the same device. Please find below the details: (B)(4) was raised for atrial fibrillation (FDA 9612515-2024-00002). (B)(4) was raised for acute post op anaemia (FDA 9612515-2024-00003). (B)(4) was raised for pseudo-aneurysm (non-reportable complaint). Additional information received from scan review on 24 sep 2025 confirming a possible device defect causing a leak. Therefore, making this event reportable. This report is being submitted as initial-final for manufacturing report to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code: 4843- endoleak- it appears to have a possible type 2 endoleak from spinal vessels at the proximal segment which also perfuses the thrombosed dissection sac. 1888- hemorrhage/blood loss/bleeding- an anastomotic bleed (which anastomosis is not specified) was observed during a mediastinal washout on (B)(6) 2024 and a stitch placed for haemostasis. Impact code: 2199- no health consequences or impact- the outcome is recovered/resolved with treatment and resolved without sequelae (resolution date of 15 jan 2024). 4624- surgical intervention- procedure carried out as a result of the event was a stitch placed for hemostasis during medistinal washout. Medical device problem: 1354- leak/splash- this could be a possible leak from the thoraflex hybrid device and represent a device defect or possible damage during the implant procedure. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4111 - communication/interview: the device showed no signs of deficiency or defect upon leaving the manufacturer. However, the scan review showed during and after the mediastinal washout procedure, a leak was detected, indicating that the issue may be either procedure-related or associated with the device itself. 3331- analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. All inspection tests were performed to meet the specification criteria. 4117- device not accessible for testing: device remains implanted. 4112- analysis of information provided by user/third party- scans confirmed this could be a possible leak from the thoraflex hybrid device and represent a device defect or possible damage during the implant procedure. Therefore, this can be considered a possible graft defect or procedure related. Investigation finding: 4256- malfunction observed without conclusive finding- the device showed no signs of deficiency or defect upon leaving the company. However, the scan review showed during and after the mediastinal washout procedure, a leak was detected, indicating that the issue may be either procedure-related or associated with the device itself. Investigation conclusion: 4315 - cause not established- it cannot be confirmed definitively, but a possible source is a leak from this anastomosis.